Manufacturer narrative:
Product event summary: the full lead was returned in segments, analyzed and the proximal conductor of the lead developed a fracture due to flexing while in vivo. The outer insulation of the lead developed a breach due to a depression while in vivo. This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
Two right ventricular (rv) leads were returned to the manufacturer with no information and subsequently tested out of specification during manufacturer¿s analysis. No patient complications have been reported as a result of this event.